Event description:
It was reported that the device was planned to be implanted but could not be used. The product had been kept in front of the heater which caused deformation of the packing. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. It was also noted that the packaging was damaged.